Manufacturer narrative:
A bci field application scientist (fsa) discovered wrong set points for chemistry calibrator dr0070 had been used. The fsa corrected set points and ran qc. Direct bilirubin was the only test that failed qc with the correct set points. The lab changed the qc ranges. The lab technical director reviewed all 55 samples run with the incorrect set points. Five samples from a patient had differences of 0.5 mg/dl or more between the reported and corrected results. The root cause for this event was incorrect set points used for chemistry calibrator dr0070.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous direct bilirubin (dbil) results generated by au481-02e chemistry analyzer (au480 with ise). The results were reported out of the laboratory. The effects to the patients or to user are unknown.